Event description:
According to the reporter: the client reports that during surgery, the surgeon realized that the needle came off. He used another lot number. Additional information received: did the needle fall into the patient cavity: yes, the first one was retrieved but the second one stayed inside the patient. What surgical procedure was being performed: asku. Was there any bleeding of 500cc or more: no. Was the case extended by more than 30 minutes: just 30 minutes. Was there any unanticipated tissue loss: no. Was the incision extended by more than one inch: no. Was the procedure converted to an open procedure: no.

Manufacturer narrative:
(B)(4).